Event description:
On (B) (6) 2007, the pt was treated for an abdominal aortic aneurysm and iliac artery aneurysms, and was implanted with multiple non-gore stent grafts and a gore excluder aaa aortic extender endoprosthesis. Subsequently, the pt experienced multisystem organ failure secondary to microembolization. The family elected to make the pt a "do not resuscitate" (dnr). On (B) (6) 2007, the pt went into asystole and was pronounced dead. Pt co-morbidities included acute renal failure, acute respiratory failure, acute liver failure, stroke, spinal cord ischemia, hypertension, hypercholesterolemia, and history of depression.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The gore excluder aaa aortic extender endoprosthesis is intended to be used after deployment of the gore excluder aaa trunk-ipsilateral leg endoprosthesis for additional length and/or sealing for aneurismal exclusion. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in pt populations undergoing revision of previously placed stent grafts. Adverse events that may occur and/or require intervention include, but are not limited to: cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), embolization (micro and macro) with transient or permanent ischemia, hepatic failure, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis), pulmonary complications (e.g., pneumonia, respiratory failure), renal (e.g., artery occlusion, contrast toxicity, insufficiency, failure), and death.